Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08725 inches. No excessive no delivery alarms noted. No unexpected low battery, failed battery test or motor error alarms were noted. The motor was tested outside the device and passed. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that emergency medical service was dispatched and then they were hospitalized due to diabetic acidosis and high blood glucose on (b)(46 2018 with blood glucose of over 500 mg/dl and insulin pump had motor error. The customer's current blood glucose is 361 mg/dl. Customer also had blood glucose levels such as 100,200,300,400 and 500 mg/dl. The customer did experienced the symptoms such as seek. The customer was treated by injections and insulin pump. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.